Event description:
Consumer complaint of low blood results. Nurse called about a truebalance meter that reads only lo for the last few readings. Customer feels fine and she knows the meter is not working right. Test strips lot not available. Checked the memory- lo, lo, lo, lo (time and date not set). No adverse event reported. Based on the "lo" results recorded in the memory, the complaint is reportable.

Manufacturer narrative:
Internal report #: (B)(4). No product returned. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2014). Most likely underlying root cause of malfunction: user had an inaccurate reference.